Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pusher assembly was retracted such that the introducer sheath friction lock was stuck on the pusher assembly mid-joint. The pusher assembly was kinked just proximal to the proximal end of the introducer sheath.. Conclusions: evaluation of the returned pc400 revealed that the pusher assembly had been retracted too far such that the pusher assembly mid-joint was stuck at the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced upon attempting to advance the coil. The pusher assembly was unable to be advanced through the introducer sheath during functional testing. Further evaluation revealed a kink on the pusher assembly just proximal to the introducer sheath. This damage was likely a result of forcefully advancing the pusher against the resistance of the pusher mid-joint and introducer sheath friction lock. The px slim referred to in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra coil 400 (pc400's). During the procedure, while attempting to advance a pc400 out of its introducer sheath and into the hub of a px slim delivery microcatheter (px slim), the physician encountered resistance and was unable to advance the coil out of its introducer sheath. Therefore, the introducer sheath containing the pc400 was removed and the procedure was completed using new pc400's and the same px slim. There was no report of an adverse effect to the patient.